Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that customer was in intensive care unit due to high blood glucose level and diabetic ketoacidosis on unknown date. Customer's blood glucose level was 250 mg/dl at the time of event. Customer was treated with insulin drip. Customer stated that the insulin pump had no insulin flow block alarm. Customer stated that her insulin was running low. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.